Event description:
It was reported that a patient underwent an unknown procedure in 2021 and suture was used. It was reported that the suture broke and the wound was opened. It is unknown when the event occurred. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "the suture broke and wound opened. They happened with another patient last week. They pulled all the vycryl o with the ct1 needle with the lot numbers". Two files were opened to capture each patient: patient 1: (B)(4), patient 2: (B)(4). For each of the two patients, please provide the following: please provide the product code and lot number. When did the event occur? Intra-op or post-op? Procedure date? If post-op, what post-op date after surgery did the dehiscence occur? Was there any medical or surgical intervention performed to treat the opened wound (re-operation; re-suturing; prescription steroids; antibiotics prescribed)? If so, please clarify. What is the most current patient status? Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m. Note: events reported: 2210968-2021-12701 and 2210968-2021-12699.